Manufacturer narrative:
On the same day as peritonitis onset, it was reported that the patient consumed ¿outside food¿ (unspecified) which resulted in food poisoning and led to the peritonitis. The patient was not hospitalized for the event. One day later, the patient began treatment for the peritonitis with fortum, ceftazidime and cefazolin (1 gram each, frequencies and routes not reported). Thirteen days later, the antibiotic treatment was discontinued. Ten days after onset, the peritonitis was resolved, the patient was recovered from the event and was reportedly ¿doing well¿. Upon further review, as the peritonitis was reportedly caused by food poisoning, baxter pd disposables are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the patient outcome of the peritonitis were unknown. It was unknown if the patient was hospitalized for the event. No further detail was provided regarding treatment or if dianeal therapy was ongoing. No additional information is available.